Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
There was an allegation of a display issue with the coaguchek xs meter serial number (B)(4). The reporter stated the display popped up and then went away. When checking a result in the meter memory, the reporter stated she saw the result, but only the top half and bottom half of the result were displayed. The middle segments appeared to be missing. The reporter alleged the time and date were also half missing from the display.

Manufacturer narrative:
The meter was requested to be returned for investigation and a replacement meter was sent. The investigation is ongoing.